Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced chest pain, st elevation and the patient received target vessel revascularization. The patient presented due to stable angina. The 70% stenosed and 6mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement of a 3.5x8mm promus element stent, resulting in 0% residual stenosis. Fifteen minutes after the stenting treatment procedure, the patient experienced chest pain with st elevation in the lateral leads. Coronary angiography revealed a "fully patent" stent previously deployed in the mid lad. Coronary angiography also revealed a dissection or plaque with a fresh thrombus in the severely tortuous 2nd diagonal branch, which was caused by an unknown manufacturer's guide wire. The thrombus located in the 2nd diagonal branch was treated with direct stent placement using a 3.0x12mm promus stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).